Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that when the device was removed from the patient, the device got dislodged from the delivery balloon and the stent was handed over separately along with the delivery system and probably the stent got misplaced during the transit.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the sds and was not returned for analysis. The maximum crimped stent profile was measured and is within specification. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. Contrast medium was present in the balloon body. Stent crimp markings were present on the balloon body indicating the stent was crimped to the balloon prior to shipping. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft polymer extrusion found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-nov-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tight calcified left anterior descending (lad) artery. Following pre-dilation, a 3.50x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached/separated.